Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 68-year-old caucasian female patient underwent breast augmentation revision surgery with 375cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture of both prostheses, which was confirmed via mammogram, ultrasound, and magnetic resonance imaging. As a result, the patient underwent removal on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-02470 for the contralateral event.

Manufacturer narrative:
On march 30, 2023, mentor received the device for evaluation. On april 06, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view within an area of siltex cracking, measuring approximately 0.2 cm. Microscopic examination was performed, and no instrument damage was noted. The evaluation determined that the possible cause of the ruptures is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).